Event description:
Caller states patient arrived at the emergency room (ER) unresponsive. Patient tested 154 mg/dl at 9:06 on the inform system while using comfort curve test strips. At 9:15 am a venous blood draw was taken and at 10:10 am returned as 1435 mg/dl. At 9:17 am an istat returned as >700 mg/dl. Patient was treated with unspecified insulin based on the istat result, as well as 5 bags of IV fluid (contents unknown). Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.